Manufacturer narrative:
The insulin pump was monitored; no unexpected failed battery test alarms occurred during our testing and received with normal operating currents. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the that the insulin pump has been alarming failed battery test every time the battery is changed. The customer stated that the battery drained, the alarm was cleared and the battery changed but alarm would recur. Customer stated that battery from different package was tried but issue persists. It was found that the battery compartment is corroded. Blood glucose value was 6.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.